Event description:
It was reported that there was a revision after an MRI on (B)(6) 2011 had shown the transfix implant had broken and the graft has dropped. On (B)(6) 2011, the surgeon revised the acl by performing the same procedure again. Original procedure was performed on (B)(6) 2010. The broken bio transfix could not be retrieved. A bone plug was inserted to help secure the broken piece.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event are that the implant may have cracked or broken when it was initially inserted and went unnoticed by the surgeon and/or patient post-op non-compliance. Constant and/or dynamic load placed on the implant after time in vivo can cause plastic deformation and breakage. Product directions for use (dfu-0074) states post-operatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.